Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on 05-june-2024 the patient experienced an issue with two infusion set cannula was crimped and patient faces symptoms within 3 or more hours after insertion. The infusion set is long for less than 24 hours. The site of insertion is abdomen. The blood glucose level was 450 mg/dl. No further information available.